Manufacturer narrative:
The lmpella cp was not returned for evaluation, as it was discarded subsequent to the event, consequently no device analysis could be performed to assist in finding a definitive root cause of the hemolysis. The automatic impella controller data logs from the event were analyzed. The analysis revealed that in the beginning of impella cp patient support there were a number of issues with catheter placement and suction. It is possible that incorrect placement and/or suction could have contributed to the reported hemolysis; however, without the availability the impella cp for evaluation this is unable to be definitively determined. The manufacturer will continue to investigate all reasonable and obtainable sources of information and will provide results and conclusions in a supplemental medwatch report if additional information is received. (B)(4). Discarded by user following event.

Event description:
The complainant reported that a (B)(6) year old female patient was exhibiting cardiomyopathy upon entry in the hospital. The patient coded and CPR was performed. The patient was intubated and was diagnosed with pneumothorax. The impella cp was placed in the patient and she was taken to the intensive care unit where she again coded, again requiring CPR to be performed. The patient was supported with the impella cp for over 69 hours, during which time the patient was reported to have exhibited more and more pulmonary problems. While on impella cp support the patient was diagnosed with suspected hemolysis; the facility was unable to confirm the hemolysis as 2 plasma free hg levels were unable to be drawn because the hospital lab was unable or not equipped to perform the testing. It was reported that despite hemodynamic stabilization the patient developed renal failure, requiring dialysis to negate renal impairment. The impella cp was removed from the patient and ECMO support was then given, and the patient was transferred to another facility.